Event description:
It was reported that the exchanger (track accessory) did not work well, so the carer used the manual quick-release and passed the maxi sky 600 (ceiling lift) through the exchanger. This created an open track end in the system and the ceiling lift came out. The carer was able to catch the ceiling lift. There was no pt in the ceiling lift. No injuries were sustained.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR (B)(4). On behalf of the importer (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. The device was in good working condition. Additional info will be provided following the conclusion of the MFR's investigation.